Event description:
The report stated that during a laparoscopic splenectomy, the device jaws locked while the surgeon was trying to seal the splenic vein at the helium. While trying to remove the device, the vein tore a few millimeters and the surgeon could not control the bleeding. The surgery was converted to an open procedure for completion and the surgeon stated that the total blood loss was approximately 900cc. Follow-up information stated that tissue had been sticking to the device during the procedure. It was reported that the device had been reprocessed. The patient is reported as being okay.

Manufacturer narrative:
Date of initial report : 11/13/2008. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.